Event description:
Medtronic received information that at the end of a procedure, when the perfusionist attempted to wean the patient off of bypass, once flow rates reached approximately 1.5 to 2.0 liters of flow, the patient's condition began to deteriorate. The perfusionist reported that the flow appeared to be restricted at the outlet port of the venous reservoir bag , and he believed that it was due to some form of obstruction in the screen of the port. In an attempt to address the issue, he removed the bag from the holder and applied pressure, but blood would still not pass. The venous reservoir bag was a component included in the (B)(4) custom pack within the total system. The patient's right ventricular function deteriorated and all attempt to wean the patient off of bypass failed. The patient passed away.

Event description:
Medtronic received information that at the end of a procedure, when the perfusionist attempted to wean the patient off of bypass, once flow rates reached approximately 1.5 to 2.0 liters of flow, the patient's condition began to deteriorate. The user was unable to increase the flow rate, but did not specify why or allege that it was due to a malfunction of the product. Right ventricular function deteriorated and the patient passed away. At this time there is no known allegation that the device caused or contributed to the patient's death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.